Event description:
It was reported that the patient was experiencing stimulation in the wrong location. The patient was reprogrammed last week and since was feeling stimulation down her left leg and to her toes that was uncomfortable. The caller stated implantable neurostimulator was not working from a therapy standpoint. There was also a 'wire' that was not connected. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v188963, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).